Manufacturer narrative:
(B)(4).

Event description:
It was reported that when asymptomatic patient presented in the operating room for a device change-out due to normal eri unrelated to the lead externalized conductors were noted. No electrical anomalies were detected. The lead will be explanted and replaced.

Event description:
New information received indicated that the lead was extracted and replaced with a competitor lead. The patient was stable throughout the procedure with no complications or adverse events.

Manufacturer narrative:
Internal insulation abrasion was noted at 16.9-18.7cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 24.2-25.9cm from the sital tip. The etfe coating was abraded at this location.